Event description:
Patient reported of being a bit more short of breath, but she is on oxygen. Advised patient to go to the ER, if shortness of breath increases, but patient stated she will be fine. Recalled cassettes patient has on hand are lot numbers: 4257001, 4329610, 4163261(expiration dates unknown), unknown what lot patient is currently infusing with, nor if the cassette is contributing to side effects. Pharmacy to send replacement cassettes. Unknown if md is aware of side effects. Product lot number and expiration date were systematically retrieved from the dispensing system. Pump return tracking info is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of pump when alarm occurred is not applicable. No add'l info is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Unk; is the actual product available for investigation? Unk; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Unk. Was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.